Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: non-conforming component. Poor assembly process. Misuse.

Event description:
It was reported the black shaft began to crack at distal tip causing flaking from the shaft within the joint.

Manufacturer narrative:
(B)(4).the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the black shaft began to crack at distal tip causing flaking from the shaft within the joint.